Event description:
It was reported that during ilet setup and mobile app pairing assistance, the user experienced hypoglycemia with a glucose of 41 mg/dl, was advised to consume 10¿15 g of fast-acting carbohydrates, treated with juice, and later obtained a glucometer reading of 67 mg/dl after a brief sensor error. Symptoms included malaise and irritability consistent with low glucose. Outcomes included resolution of symptoms by the end of the call without further assistance or medical escalation. Investigation included troubleshooting of the sensor error, guidance on low-glucose treatment best practices, and completion of education on device setup and pairing. Investigation of this case revealed that the hypoglycemic episode occurred during onboarding with an associated transient sensor error, but no device malfunction was confirmed and the event resolved with oral carbohydrates. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.